Event description:
Additional information received reported that the cause of the event was unknown. It was noted that no troubleshooting/diagnostics were performed. It was reported that the patient is not using the personal therapy manager (ptm) per physician¿s instructions. It was noted that the patient believes the pump is benefiting him.

Event description:
It was reported that the patient had been having a reduction in therapeutic effect; the pump didn¿t seem to be helping his pain. The patient reported that "my upper back used to hurt before the pump and now that doesn't hurt anymore but now my lower back hurts". The pain had increased gradually over time. The physician was concerned that the patient wasn¿t using his ptm (personal therapy manager) that was available to him. The pa (patient activation) logs were read and showed that the patient rarely used his ptm. The pa logs noted ¿eos (end of service) occurred¿ at (B)(6) 2010 at 07:01 which was prior to the pump implant in (B)(6) 2010. The physician planned to increase the pump dose from 120 mcg/day to 150 mcg/day and discontinue the ptm. The patient status was reported as ¿alive-no injury¿. The pump was delivering 700 mcg/ml morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).